Event description:
After receiving info regarding baxter's recall for compass saline syringes, pharmacist reported a pt who had been receiving baxter saline flushes via central (port a cath) experienced in line infection. The pharmacist stated this info was provided to her by the pt's spouse upon notification of the recall. There was no specific clinical info made available for this vague repor of infection.